Event description:
(B)(4). I got the essure placed in my doctors office which was more painful then they said. I was told to do an xray in 6 months to see if my tubes had build scar tissue and blocked me ovulating. I can still have kids. I had began experiencing real bad cramps and back pain after it was placed. I get these severe lower back attacks out of nowhere and my knees buckle for a minute. I have lost sosososos much hair that it is now obvious and I have to wear my hair up to hide it. I lose hair so much since essure. I get severe cramps in the location of my fallopian tubes and it feels like I am doing constant sit ups. That burning feeling you get from sit ups. I have gained a lot of weight and despite all efforts on my part or my doctors part, I am unable to lose this weight. I have never in my life had vaginal infections and I am having one infection after another. It is never ending. I have bone and joint pain all over and I experience extreme fatigue since the essure. I am depressed and have began isolating from all these symptoms. My doctors all say " it is not the essure cause it dont release hormones" I say " a million woman are not stating same side effects if it not true!!!!! It is destroying my life and thousand of other womans! I need this out of me asap but my doctor wont remove it. Help!!!!!!!!